Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, ect). Accuracy testing was performed using multiple formulas and water. The settings used were the same reported by the customer, rate 42 ml/hr. An dose 340 ml. Accuracy test results were within the specified limit of +/- 5%. In addition, each dose completed within the specified time period of 8 hr., settings were; rate 42 ml/hr. And dose 340 ml. Conclusion the alleged complaint/defect could not be duplicated. The pump performed according to specification. (B)(4) is contacting the nurse to obtain more info. A f/u report will be submitted with add'l eval or info.

Event description:
Customer stated; pump is over delivering. Feeding was supposed to be from 10 pm to 6 am however, is finished at 4am. Pt is awaiting liver transplant and any slight change is feeding can lead to problems. F/u with nurse. Infinity pump running rate 42 ml/hr. Dose 340 ml. Pt injury or medical intervention reported: yes, pt was admitted to the hosp. Pt f/u: infinity pump was running each night at a rate of 42 ml/hr and dose of 340 ml 10pm to 6am each night. Other feeding set to deliver at 8am, 12pm, 4pm and 8pm. 170ml total administered. Each feeling then is over two hours. Pt has otc (ornitine transcarbamylase) deficiency whereby he cannot metabolize ammonia. This is a rare metabolic disorder. Otc affects the body's ability to get rid of ammonia, a toxic breakdown product of the body's use of protein. As a result, ammonia accumulates causing hyperammonemia. This ammonia travels to the various organs of the body. A liver transplant is the only thing that can correct this disorder. On (B)(6), his feeding infused too fast and ended at 4am. Pump then switched out. On (B)(6) the pump did the same thing. Nurse is not sure what time it infused on the (B)(4). On sunday morning he started vomiting, was lethargic and irritable. Pt was sent to the hosp and ammonyl was given to stabilize his ammonia levels. Mother of the pt usually gives buphenly and citrulline (supplemental amino acid) with his feedings in the home for this. Add'l pt info: 320 combination, siclenex 1, prophree, similac advance, (3) amino acids, isoleucine, zaline, leucine.